Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the patient when the issue occurred, and patient was transferred to another device to complete the procedure. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to expose. Review of the system log file showed cooling unit leakage error. Upon troubleshooting fse found the cooling unit was broken. To resolve this issue, fse replaced the cooling unit. The defective cu was returned to philips for analysis and the failure of the cooling unit was attributed to the crimping of the de-aerating hose, which resulted in damage to the pump. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.